Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00828, 3005168196-2016-00830, 3005168196-2016-00831, 3005168196-2016-00832, 3005168196-2016-00833, 3005168196-2016-00834.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils, pod packing coils (podj coils) and lantern delivery microcatheters (lantern's). During the procedure, the physician successfully placed a few ruby coils into the target vessel using an initial lantern (lot #f67882). However, while attempting to deploy the next three ruby coils (lot #''s f68561, f64720 and f91946), the physician was getting kicked back and therefore, was unable to advance the coils through the lantern. All three ruby coils were removed and resheathed. The lantern was then replaced with a new lantern (lot #f68171). Next, the physician attempted to deploy a podj coil (lot #f65862) using the second lantern but was still getting kicked back and was unable to advance the podj coil through the lantern. Therefore, the podj coil was removed and a new podj coil (lot #f67208) was opened for the procedure. However, while the physician was attempting to advance this podj coil through the lantern, it became stuck in the other manufacturer's diagnostic catheter. Therefore, the diagnostic catheter was removed with the podj coil still stuck inside. The physician then replaced the diagnostic catheter with a new one, switched out the lantern for another manufacturer's microcatheter and attempted to redeploy one of the three ruby coils (lot # unknown) that were resheathed earlier in the procedure. However, the coil would not come out of the tip of the microcatheter and was removed. Thereafter, the procedure was successfully completed using another manufacturer's coils and the same microcatheter. There was no report of adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly; the pusher assembly was kinked approximately 1.5, 5.0 and 63.0 cm from the proximal end; the embolization coil was damaged and detached from its pusher assembly. The proximal constraint sphere was inside the distal detachment tip (ddt) and the stretch resistant (sr) wire was fractured. Part of the embolization coil was stuck inside another manufacturer¿s catheter. The pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly; the embolization coil was damaged and intact with the pusher assembly. Conclusion: evaluation of the first ruby coil revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully withdrawn against resistance damage such as this may occur. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging the device for return. Evaluation of the second ruby coil evaluated revealed that the embolization coil was damaged. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, the embolization coil may become damaged. The lantern delivery microcatheters mentioned in the complaint were not returned for evaluation and, therefore, the root cause of the initial difficulty when advancing the ruby coils through the lanterns could not be determined. Evaluation of the pod packing coil (podj) confirmed that the embolization coil was detached and stuck inside another manufacturer¿s diagnostic catheter. This type of damage typically occurs due to improper handling during use. If the device is forcefully withdrawn after it becomes stuck in a catheter, damage such as this may occur. The pusher assembly to the podj was not returned for evaluation. There was no visible damage to the other manufacturer¿s diagnostic catheter. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.